Manufacturer narrative:
Evaluation summary: visual inspection revealed the device was in ok condition; the screen was scratched and the rear housing was cracked. Evidence of the customer's reported problem of double beep no cassette was not identified in the pump event log. The pump was tested in application and no problems were found with double beeping. However, the downstream sensor was replaced as a preventative measure. Based on these investigation results, the root cause of the customer's reported problem is unknown and no corrective actions will be taken at this time. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.

Event description:
Distributor requested repair of an ambulatory infusion pump due to "double beep no cassette". No patient involvement was reported.